Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked before surgery. Additional information and product sample were requested for evaluation.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released as per specifications. The wet returned sample was visually inspected and no obvious defects were observed. The customer reported an infusion chamber leakage from the cassette, as such, a submerged leak test performed on the cassette utilizing an external pressure source. Leakage was detected on the bottom corner of the infusion chamber between the infusion chamber and pinch plate of the cassette. The cassette was then inserted into a console and was properly recognized by the system, no system message code was generated. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate which is related to an inadequate weld during the manufacturing process. The insufficient weld between the infusion chamber and pinch plate of the cassette will result in the customer's experience. (B)(4).